Event description:
It was reported by the customer while the catheter was being flushed with saline solution after administration of IV treatment, it was noticed that fluid was leaking from the insertion point. The device was removed and a rupture was seen in the 18th centimeter. The catheter had been handled correctly and had already been in use for weeks and was functioning. Additional information received 5/6/2024: it was reported the patient's treatment was delayed and, in addition, had to be administered by a less safe route. No other information was provided. There was no harm to the patient or healthcare provider.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 18 cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer while the catheter was being flushed with saline solution after administration of IV treatment, it was noticed that fluid was leaking from the insertion point. The device was removed and a rupture was seen in the 18th centimeter. The catheter had been handled correctly and had already been in use for weeks and was functioning. Additional information received 5/6/2024: it was reported the patient's treatment was delayed and, in addition, had to be administered by a less safe route. No other information was provided. There was no harm to the patient or healthcare provider. Additional information received 6/17/2024: it was reported by the customer "the patient's treatment consisted of an infusion of paclitaxel, ranitidine, dexamethasone, dexchlorpheniramine, and doxorubicin. Administered by a "less safe route" I mean they had to infuse the treatment through a peripheral venous catheter."